Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board also with corroded motor home switch. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they fell of the boat and the pump was exposed to water. The customer's blood glucose level at the time of incident was unknown. The customer states they had constant tone occurring. The customer would be receiving replacement pump.